Event description:
It was reported that the tip of the device fractured after 20 minutes of use. There was no impact, adverse consequence or delay reported.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The unit was visually inspected without magnification. The detached ceramic was returned for evaluation. Scratch wear marks were observed on the lumen and all around the ceramic. According to the device history record review, there were no incidents that could have contributed to the failure reported in this complaint. Probable root cause for the reported condition can be associated, but are not limited to misuse. Based on the unit¿s visual inspection, previous complaint history, and the activation history, indicate that the unit was extensively used during surgery before the condition was observed. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip of the device fractured after 20 minutes of use. There was no impact, adverse consequence or delay reported.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.